Event description:
It was reported that there was a small leak in the cylinders of this inflatable penile prosthesis, which resulted in fluid loss. The device was explanted and replaced. No patient complications were reported.